Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had suffered from an edematous granulation around the device. (B)(6) was detected. The clinic did not consider the device to be the source of infection. The pt was explanted on (B)(6) 2010.